Manufacturer narrative:
(B)(4). Report source, foreign event occurred in (B)(6). The device was not returned to the manufacturer. Therefore it could not be analyzed. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. The investigation is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Event description:
It has been reported by the hospital that the patient underwent initial partial hip prosthesis surgery in 2014 due to a fracture. In that first surgery of (B)(6) 2014 it was implanted a bipolar cup (ringloc), a cocr head, a taperloc hip stem cocr, a distal plug, and biomet plus bone cement. The patient underwent a second intervention due to pain during which bipolar cup was revised and the ringloc was in bad condition in (B)(6) 2018. This report is based on allegations set forth in hospital's notice and the allegations there in are unverified.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The product analysis can't be performed as the product was not returned. The device manufacturing quality record indicate that the released product met all requirements to perform as intended. 1 complaint, this one included, has been recorded on biomet plus bone cement 1x40g, reference 3020810401, from (B)(6) 2016 to (B)(6) 2020. 1 complaint, this one included, has been recorded over the batch 211cak1911. With the available information, the exact root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It has been reported by the hospital that the patient underwent initial partial hip prosthesis surgery in 2014 due to a fracture. In that first surgery of (B)(6) 2014 it was implanted a bipolar cup (ringloc), a cocr head, a taperloc hip stem cocr, a distal plug, and biomet plus bone cement. The patient underwent a second intervention due to pain during which bipolar cup was revised and the ringloc was in bad condition in (B)(6) 2018. This report is based on allegations set forth in hospital's notice and the allegations there in are unverified.